Event description:
Per the audiologist, the pt's family reported that the pt was not hearing well. Results of an integrity test done in 2008 showed multiple open circuit electrodes. An x-ray (date not reported) showed normal placement of the receiver/stimulator with electrode showing no identifiable abnormalities (no kinks or twists observed). Explant/reimplantation surgery is planned for the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.